Manufacturer narrative:
Our factory experts analyzed the system reports and images generated during the examination. The image quality was acceptable and no abnormalities were found. The sar values are within limits defined by the mr safety standards. The complete examination lasted 20 minutes and the whole body sar was half of its limit for 15 minutes. The head sar was approaching its limit, with only short breaks in between. The applied rf in this case should not pose risk under normal circumstances and scan conditions. Since rf field in uniformly distributed inside of the imaging zone, it is unlikely to cause a line-shape scar in general. Given that the patient dressed in hospital gowns was well positioned, and the shoulder coil is not damaged, it is unlikely to lead to a conducting loop which can induce local burns. The root cause of the burn on the patient's back could not be determined. The magnetom essenza operating manual contains a detailed description of possible physiological reactions to rf exposure and ways to avoid them. Customer's address: (B)(6).

Event description:
It was reported that a male patient with an implant placed in his right shoulder received a burn while undergoing an exam on the magnetom essenza (B)(6) 2014. A line shaped burn 5 cm length and 5 mm in width was noticed on the right side of the patient's back after the examination was completed. According to the patient, he felt heating sensation during the examination but did not press or squeeze ball or use intercom to alert the operator of discomfort. The burn was treated with some ointment at the facility. The reported event occurred in (B)(6).